Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Scroll bar not moving on its own noted by analysis during testing. Broken reservoir tube lip and scratched lcd window noted by analysis during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 274 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.